Event description:
Using our quidel strep a kit, we have had numerous faint test lines. We have been reporting these tests as positive as per the instructions. On our last proficiency test we failed one of the specimens. We reported it as positive, albeit a very weak one. Since that result we have sent our weak positives in for culture verification. So far we have two positive and two negative. We are still waiting on several more results. How do we know if we are resulting correctly if the cultures are only confirming 50%. It appears that quidel had more positives to that particular specimen than any other manufacturer. Are they much more sensitive or are they cross-reacting and giving false positives.